Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. When the lp was in the desired location, it failed to separate from the tethers. Trouble shooting was attempted without success. A new lp was attached to a new implant system and the procedure concluded without issue. The patient was stable.

Manufacturer narrative:
Device record history was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The reported event of separation failure could not be confirmed. Visual inspection showed that the helix length and buttonhole were within specification. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.